Event description:
It was reported the patient received more than 50 inappropriate shocks due to oversensing. Noise was also noted on egms. A lead fracture was suspected. The pace/sense portion of the lead was capped and replaced. No further patient complications have been reported as a result of this event. Additional information was received, stating the lead had unacceptable thresholds, and non-capture.

Manufacturer narrative:
Other: it was reported the patient received more than 50 inappropriate shocks due to oversensing. Noise was also noted on egms. A lead fracture was suspected. The pace/sense portion of the lead was capped and replaced. No further patient complications have been reported as a result of this event. Additional information was received, stating the lead had unacceptable thresholds, and non-capture. No conclusion can be drawn. Capture, failure to, interference; lead(s), fracture of, oversensing, device remains activated. Shock, inappropriate, high threshold.